Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed : unknown event description: "noticed that a piece of cannula was broken off but was able to retrieve from the patient's abdomen. The patient was of large size, and a lot of torque was needed for the laparoscopic instruments when the cannula cleanly broke." Additional information was received health systems manager via email on thursday, september 21, 2017: "a piece of the tip broke off. I am still attempting to find out if this was while inserted within the alexis lap cap or within the patient's abdomen. I am attempting to find out what instrument was inserted through the trocar when it experiences a break." Type of intervention: "unknown." Patient status: "no patient injury."

Manufacturer narrative:
The trocar from the event unit was returned to applied medical for evaluation along with three sterile units. Visual inspection of the trocar from the event unit confirmed the complainant's experience of a fractured cannula. The complainant did not allege any malfunction with the three sterile units. Based on the condition of the returned unit and the event of the description, it is likely that the reported event was caused by an outward force exerted on the cannula tip during instrument removal. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.